Event description:
It was reported the bd vacutainer® urine collection cup had tubes/extenders with molding defects (non-cosmetic) that can be used, sterility (product not sterile), and foreign matter in tube; biological and nonbiological before use. The following information was provided by the initial reporter: the customer stated "the vials are marked by whitish stains and a glue-like odour."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/15/2020. H.6. Investigation: bd received 12 samples and 1 photo from the customer for investigation. 1 photo and 12 samples were received from the customer illustrating the reported defect. The normally clear plastic of the cups had a cloudy appearance, making them slightly opaque. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® urine collection cup had tubes/extenders with molding defects (non-cosmetic) that can be used, sterility (product not sterile), and foreign matter in tube; biological and nonbiological before use. The following information was provided by the initial reporter: the customer stated "the vials are marked by whitish stains and a glue-like odour."